Event description:
A malfunction code labeled malf 12 was reported, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues arise again.